Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported during a lead revision procedure on (B)(6) 2017 (reference MFR. Report: 3006705815-2017-07204), the physician was unable to place the second lead in the desired location due to the presence of scar tissue. In addition, the patient experienced unwanted rib stimulation. As such, the second lead was removed and the first lead remains implanted.